Event description:
It was reported that the left ventricular [lv] lead had an impedance rise over two months and then the impedance was high. The threshold was also high and a lead fracture was suspected. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis found the left ventricular pacing impedance was out of range high.